Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The rosa system log files associated with the reported event were sent back for investigation and analyzed by a subject matter expert (sme). Based on the analysis, the provided logs were incomplete and do not contain the information necessary to perform a full trajectory analysis. Additional log files were requested, but according to the cst who assisted the case, all log files from the day of surgery were collected and no additional information is available. Through further correspondence with the cst, the head holder used for the litt procedures at the hospital was replaced, and it was noted that no further inaccuracy issues have been seen since the head holder was replaced. The head holder used during surgery, and the replacement currently in use, are not zimmer biomet products but are compatible with rosa one. Although an issue with the head holder could have caused a trajectory discrepancy, it cannot be confirmed with the information currently available. A rosa one technician was on-site, to assess the functionality and accuracy of the rosa unit used during the case. The unit was confirmed to be in working order as all accuracy and applicative tests passed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the during a litt case, it was noticed from a confirmation scan that the trajectory of the implanted medtronic visualase laser catheter was 2mm lateral of the planned trajectory. A new trajectory was created, and another instrument holder was used to re-insert the laser. The same issue was seen after re-insertion. Surgeon moved forward with the placement. Doro radiolucent mayfield adapter was checked to be stable when connected to robot. A good fiducial registration was attained and verified for optimal accuracy. Entry point was marked before incision and aligned with drilling sight. Arm was locked during drilling, and laser catheter was placed with care to introduce no deviation. New software has been installed on the system. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed and the investigation has been completed, a follow-up MDR will be submitted.